Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited crosstalk oversensing resulted in pacing inhibition. Programming changes were performed. The patient's condition was not known.